Manufacturer narrative:
Manufacturers ref (B)(4) g4) similar to device marketed under PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: primary disease: dissection after osg (open stent graft) placement. Patient anatomy before surgery and at the time of failure: within anatomical indications. Devices involved: zta-p-28-155-w1 (lot e4369801) approached from the left femoral artery to the distal aortic arch. Tscmg-35-300-lesdc (lot e4401404) approached from the left femoral artery to the distal aortic arch. Terumo/radifocus after inserting a terumo/radifocus through the left femoral artery, a pigtail catheter with a marker was advanced to the ascending aorta, and the wire guide was replaced with a tscmg-35-300-lesdc. The zta-p-28-155-w1 delivery system was advanced to the distal aortic arch, and the attempt was made to deploy the stent graft. The sheath was withdrawn until the valve assembly with the captor sleeve docked with the black gripper. The black safety-lock knob was turned and the blue rotating handle was turned all the way, but the proximal capture (cap) did not come off. As per the troubleshooting instructions, the back-end cap was removed and the rotation handle was pulled distally, which caused the capture (cap) to come off and complete the deployment. Patient outcome: no adverse effect on the patient has been reported.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a 66-year old female patient was treated by tevar (thoracic endovascular aortic repair) for dissection after open stent graft placement. The zta-p-28-155-w1 (complaint device) delivery system was advanced to the distal aortic arch, and the attempt was made to deploy the stent graft. The sheath was withdrawn until the valve assembly with the captor sleeve docked with the black gripper. The black safety-lock knob was turned and the blue rotating handle was turned all the way, but the proximal capture (cap) did not come off. No resistance was felt until the blue handle stopped turning. Even after it stopped turning, the proximal end of the graft did not open, and the distal attachment to the introducer was not released, so the physician checked again to see if it would still turn, but it still didn't. As the proximal stent was fully constrained after rotating the handle per the troubleshooting instructions, the back-end cap was removed and the rotation handle was pulled distally, which caused the capture (cap) to come off and complete the deployment. The physician was able to land the device in the planned target zone. No adverse event on the patient has been reported. Per the reported information, the patient anatomy in the area of difficulty was reported to be within anatomical indications. No damage was observed on the package. Additionally information from the medical doctor was that he used the device the way he always do. Anatomically, the arch was not very curved, so the reason for the problem is unclear. Review of the device history record gave no indication of the device being produced out of specification. As reported, the operator is an experienced user of the zta-devices and according to the operator's opinion, the device felt normal during the operation. The complaint device was not retuned for the evaluation and no imaging was provided for the investigation. Based on the reported information and provided photos, it was not possible to determine the cause of the reported event. It is noted that zta device is used for treatment of dissection which is outside the intended use for this type of device. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.